Event description:
The user reported that the heating pad started smoking. Our inspection found a small cut in the cord near the switch that may have caused the smoke.

Manufacturer narrative:
We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue. This particular pad showed signs of use outside the instructions as the pad was folded and bunched with the cord bent significantly.